Event description:
It was reported that during a device change out procedure, the ventricular pace/sense lead exhibited noise. The lead was kept in situ. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.